Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her battery had gone out. The patient went to charge it, but it was off for 2 days. The patient reported that she was thinking about replacing the ins because it didn¿t hold a charge for very long/she was having to recharge it too often. The patient reported that she had been charging it every week on tuesdays and now it depleted in 2 days. The patient reported that her stimulation was on very low settings. The patient reported that she charged the ins battery to almost full and it still depleted really quickly. No further complications were reported.